Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision due to migration. Date of initial surgery : (B)(6) 2016. Date of revision : (B)(6) 2016. Additional information requested (pre-op / per-op / post-op images).

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. No additional information requested since previous medwatch. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is due to user error. Per op x-rays doesn't show any subsidence, but size of implant might not be the most appropriate (means too small). Furthermore, the upper tray is not in full contact with the vertebral body, the preparation of the disc space does not appear to have been correctly performed. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : "release of posterior longitudinal ligament (pll) may help to obtain parallel distraction. Release should be bilaterally symmetrical". The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Manufacturer narrative:
We have received clinical notes on sept 14th 2017 with x-rays from 2016. Per op x-rays doesn't show any subsidence, but size of implant might not be the most appropriate (means too small). Furthermore, the upper tray is not in full contact with the vertebral body, the preparation of the disc space does not appear to have been correctly performed. Additional information have been requested to confirm the root cause and will be followed in a follow-up.